Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the event description and the similar cases in the past, it can be inferred that the reported event indicates the detachment of the distal tip from the tube. However, the phenomenon could not be identified. Based on the similar cases in the past, there is a possibility that the cutting wire was pulled tightly when the distal end of the tube was not deflecting enough. As a result, a tensile load applied to the press fitted area of the distal tip. This caused the distal tip to detach from the tube. A likely mechanism causing the cutting wire falling outside the body might be the following. The cutting wire was spreading outward due to the detachment of the distal tip from the tube. The spread cutting wire was broken and fell off due to contact the scope¿s lumen or biopsy valve when extracting the device from the endoscope. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. The distal end of the subject device broke and fell off. The intended procedure was completed with another device. There was no patient injury reported. It was also reported that the distal end of the subject device did not fall into body.